Event description:
It was reported that the patient presented during clinical follow-up. In clinic, it was noted that the implantable cardioverter defibrillator could not be interrogated. The reported device was explanted and replaced on (B)(6) 2022. The patient's condition was unknown.